Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 407 mg/dl. Customer¿s also experiences blood glucose levels as 340 mg/dl, 291 mg/dl, 296 mg/dl and 288 mg/dl. The customer reports that insulin pump received insulin flow block alarm. Customer reports that the reservoir had air bubbles and during troubleshooting air bubbles were removed successfully. The customer declined to troubleshoot for high blood glucose. The insulin pump and reservoir will not be returned for analysis.